Manufacturer narrative:
Qc was within the customer's established ranges on (B)(6) 2010. System check during this event met specifications. The customer is not questioning any other patient results. The patient's sample was sent to beckman coulter customer product line support (cpls) for further testing. Cps duplicated the customer's neat accutni results on the patient's samples. Additional testing using a mixture of interference eliminating proteins to look for any observable change in analyte concentrations indicated the presence of a heterophile like interference. A heterophile like antibody is the root cause for this event. Service was not dispatched for this event since the questioned results are isolated to one patient.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system on several samples from one patient. The results were reported out of the lab and physician questioned the results as they did not correlate with the patient's clinical picture. The patient was admitted to the hospital for observation on (B)(6) 2010. No other change to patient treatment was reported.